Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue.

Event description:
A site representative reported that, while in a cervical spinal fusion, the navigation system restarted without prompt from the user when calibrating a clamp. There was a reported delay to the procedure of two minutes due to this issue. There was no impact on patient outcome. No additional information was provided.